Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's electrode was missing after the introducer needle came out and the cannula could not be found after the sensor was removed. The customer's blood glucose was 139 mg/dl at the time of incident. The customer was unable to check the sensor at the time of call. The sensor will be returned for analysis.